Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one visprt plus 5mm-12mm trc opened by the account. There were no visual abnormalities or pieces missing. The device was able to cut the media satisfactorily and the port passed a leak test. Visual and functional testing of the returned product confirmed the product, as received, met quality release specifications. Product analysis suggests the product was used in a surgical procedure. The product analysis concluded there were no device abnormalities that would have caused or contributed to the reported incident. Therefore, the investigation was unable to establish a relationship between the device and the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4). Device has not been received. A supplemental report will be sent if device is received.

Event description:
According to the reporter, during a laparoscopic hemicolectomy, there were loose fragments visible on the device. The product had not been re-sterilized prior to this incident. The patient was not injured or jeopardized. There was no extension in surgery time by more than 30min. Or re-operation necessary. There was no blood loss for more than 250cc. There was no extension of the incision by more than 1 inch. There was no change from endoscopic to open surgery. There was no unanticipated tissue loss or irreversible damage. No portion of the device fell into patient cavity.